Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager ccl/epl. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the nurse tested the band by putting 15ml of air on it and pressing on the balloon, deflated the band, and then applied to the patient. Upon inflation and application of band, the band did not maintain air and the patient began to bleed. The band was taken off the patient and opened a new tr band was used without issue. The blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 1ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no foreign matter or damage was found. One tr band was returned for assessment and the sample passed leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues. The exact root cause cannot be determined. Review of the device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the device was within manufacturing and design specifications when it was released from terumo medical corporation control. Therefore, this event is currently deemed a non-reportable event.